Manufacturer narrative:
A review of the manufacturing records has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Other devices implanted in this patient and involved in this event include: pxc141000, pxc201000, pxa280300, and pxc121400.

Event description:
In 2005, this patient was implanted with a gore excluder aaa endoprosthesis. In 2008, a reintervention was performed and the patient expired the same day. Further information regarding the patient's death could not be obtained.